Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was not feeling well and was seen in clinic. It was noted that this device was in safety mode. The patient reported that the heart rate seemed odd and faster than normal. Technical services (ts) recommended to have this device replaced soon. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was not feeling well and was seen in clinic. It was noted that this device was in safety mode. The patient reported that the heart rate seemed odd and faster than normal. Technical services (ts) recommended to have this device replaced soon. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is returned for analysis.